Manufacturer narrative:
The hcg reagent lot number was 7680780 and the troponin t reagent lot number was 80224701. The expiration dates were not provided. The customer found the mixer paddle was worn. The field service engineer replaced the sample syringe seals and bead mixer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas e 411 analyzer (rack system). Sample 1 initial hcg result was <1 miu/ml and the repeat result was 330 miu/ml. On (B)(6) 2025, sample 2 initial troponin t result was 4.9 ng/l and the repeat result was 1.42 ng/l. Sample 3 initial hcg result was 20.48 miu/ml and the repeat result was 2947 miu/ml. On (B)(6) 2025, sample 4 initial hcg result was 14.76 miu/ml and the repeat results were >10000 miu/ml and 55657 miu/ml.